Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: additional information was provided by the surgeon stating that the patient has been treated for cme which resolved but would return when he was taken off medication. No additional information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2019. If explanted, give date: n/a as the lens remains implanted the device was not returned for analysis as it remains implanted. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient with bilateral implants with model zcb00 intraocular lenses (iols), has persistence cme (cystoid macular edema). The healthcare provider (hcp) inquired if the cme is possibly due to an acrylic allergy. Various treatments have already been administered. The hcp is working closely with an allergist. Requests have been made for additional information but no additional information has been received. No additional information provided. This report captures the event for the right eye. A separate report is being submitted for the left eye.